Event description:
The customer reported the system locked up and may have produced uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.